Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the main body and twist clamp caused by broken occluder legs. The reported condition was verified. The cause of the condition could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp separated from the main body of the minicap transfer set. This occurred when the patient attempted to twist the clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d1: brand name, d4: catalogue #, d4: unique identifier (UDI) #, and g4: PMA/510k # or bla #. Should additional relevant information become available, a supplemental report will be submitted.